Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported that, following an unrelated hip surgery the ipg was unable to communicate with external devices. Company manufacturer met with patient and was unable to connect after troubleshooting. Next course of action is undetermined at this time.

Event description:
Additional information received indicated surgical intervention is planned. Information received surgical intervention was undertaken wherein the ipg was replaced, and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. The results of the investigation are inconclusive since the device was not returned for analysis.